Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that multiple malfunctions alarm occurred. Customer declined follow up from tandem technical support to verify back up therapy. Customer's blood glucose was 320-350 mg/dl.